Event description:
It was reported that the patients left ventricular (lv) lead has had chronically high capture threshold. The lead was capped and a new lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. Model: d314trg, bi-v ICD; implant: (B)(6) 2013. Model: 5076-52, lead; implant: (B)(6) 2010. (B)(4).